Event description:
The cordless driver 3 was sent for evaluation due to overheating during a procedure. No further info has been reported by the customer.

Manufacturer narrative:
The ebox was replaced during failure analysis.